Event description:
The manufacturer received information alleging device complaint related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of device complaint related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. On the previously submitted report, section b4 has incorrect report date (07/18/2022) , which should have been 08/02/2022. Section b4 has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device complaint related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Corrected information was provided in section g1 (contact office - manufacturing site). Section h6 updated in this report.